Event description:
A medtronic representative reported the stealthstation treon monitor will intermittently display a black screen when the monitor position is adjusted. They are able to adjust the monitor cable to temporarily fix the issue. This alleged malfunction was reported outside of surgical use and no pt was present.

Manufacturer narrative:
No pt was present at the time of allegation. A replacement monitor has been sent to the site for issue resolution. The suspect monitor has not been returned for analysis.